Event description:
The following information was obtained in review of a journal article and reports the in-stent restenosis of the proximal left anterior descending artery (prox lad) and the ostial left main (lm) approximately 3 months post cypher implant. Pt outcome is unknown. This pt had (2) cypher stents implanted as noted below with restenosis: cypher 3 x 33 - modified t technique. Restenosis was in the prox lad (focal) and treated with poba. Cypher 3 x 18 - no kissing technique. Restenosis was in the oistial lm (focal) and treated with balloon angioplasty (poba).